Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia despite multiple infusion site changes, and device logs showed insulin delivery paused overnight for several hours, additional brief pauses during the day, and a reservoir depletion later that evening followed by a supply change, after which only meal announcements and high glucose alarms were recorded. Symptoms included elevated blood glucose consistent with hyperglycemia and concerns about ketones. Outcomes included troubleshooting and education with plans to restart the pump to continue therapy. Investigation included a review of device-generated alerts and delivery logs. Investigation of this case revealed no additional supply change interactions or device malfunctions documented after the reservoir was replaced, and the cause of the hyperglycemia remained unclear with no specific pump component fault identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.